Manufacturer narrative:
H.6. Investigation: the photos were received by bd for evaluation. A quality engineer was able to review the photos of a discardit 2ml with 25gx1 from lot # 1136652 regarding item # 302438 with the reported issue of ¿online rejection for marking defects, double needle, black spots, blister leakage, hair¿. The DHR of material number 302438 and lot number 1136652 was checked and no quality notifications were recorded on this lot. No samples and ten photographs were received from the customer and were used for investigation of the reported defects. The investigating team also used the retention samples of material code 302438 and lot number 1136652 for investigating the reported defect. There are multiple defects reported in this complaint. There is a CAPA no 2448117 opened on this defect for this product which is under effectiveness check currently in progress.

Event description:
It was reported that 48 bd discardit¿ syringes had scale marking defects/missing scale markings. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "marking defects."

Manufacturer narrative:
(B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 48 bd discardit¿ syringes had scale marking defects/missing scale markings. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "marking defects"